Manufacturer narrative:
(B)(4). The investigation determined that ict calibrator lots have decreased total protein content. The decreased total protein content is correlated with increased ammonia levels in the calibrators ammonia, a known interferent, can impact the performance of the ict modules potassium measurement. A product correction letter has been issued to the ict serum calibrator customers who received shipments of lots 21399un13, 67873un13, 74710un13, 82008un13, and 88884un13. The letter is instructing the customers that they can continue use of the lot if the calibration curve for potassium is verified with at least two levels of controls according to established quality control requirements for the customer laboratory. The letter is also instructing the customers to recalibrate using a different calibrator lot if quality controls for the potassium assay are not within the established quality control requirements of the customer laboratory (new lots are available) stability monitoring of in-date lots is to be conducted

Event description:
The customer reported a drop in the potassium quality controls since started using the architect ict serum calibrator lot 74710un13. No discrepant patient results or impact to patient management was reported. The issue was resolved by recalibrating using a different ict calibrator lot.